Event description:
During a normal device change-out, externalized conductors were observed via review of fluoroscopy. Patient was asymptomatic. Electrical testing of the lead was normal. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two parts. Analysis found an internal insulation abrasion noted at 9.9cm to 13.4cm from the distal end. The etfe coating of one of the re cables was abraded.